Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On an unreported date the patient was treated with vancomycin, given in the solution bag and intravenous (IV), (frequency not reported) and an unspecified oral antibiotic (dose and frequency not reported). The treatment was continued for about four weeks. The cause of the peritonitis was unknown. The patient was discharged from the hospital ¿about 2 to 2 ½ weeks after admission. On an unreported date pd therapy was discontinued and hemodialysis was started. It was reported by the patient that it is unknown if the patient will return to pd therapy. At the time of this report the patient had recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.